Manufacturer narrative:
B3 - date of event captured as (B)(6) 2026. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that use of the device was discontinued because saline was leaking from the syringe. The event occurred during the priming process in early (B)(6) 2026.